Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and handswitch. System operates as intended.

Event description:
It was reported that the system continued to fluoro after the handswitch was released. No patient injury was reported.